Manufacturer narrative:
During inspection and testing, service also found there was minor play in the angulation control knob. The bending section cover (a-rubber) glue was peeling and leaking. The scope connector mouthpiece was loose but not rotating. The ultrasound probe was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the distal tip of the evis exera ii elite ultrasound gastrovideoscope was cracked. The reported issue was observed during reprocessing of the device. There was no report of patient harm associated with this event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the distal end was missing glue on the forceps mechanism lid. This report is being submitted to capture the reportable malfunction found during evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.